Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump was not recording the bolus information. The customer's blood glucose level was unknown at the time of the incident. The caller stated that they will call back to troubleshoot once the customer and insulin pump is present with them. The customer did not troubleshoot and did not send the product back for analysis.